Manufacturer narrative:
The physician's phone number is (B)(6). (B)(4). E7058 wallflex biliary fully covered registry clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex fully covered biliary stent rmv was implanted on (B)(6) 2016 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of chronic pancreatitis and was enrolled into group c: treatment of benign biliary strictures. The study stent was intended to stay implanted for more than 6 months and less than 9 months. On (B)(6) 2016, the patient underwent a pancreatogram and endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure in an outpatient setting. A prior biliary and pancreatic sphincterotomy were performed and prophylactic nsaids were administered. On (B)(6) 2016, the study stent experienced a complete distal migration which was not due to stricture resolution. Another wallflex fully covered biliary stent rmv was implanted on (B)(6) 2016 due to recurrence of the original stricture.